Event description:
In 2009, the home patient (hp) contacted the baxter technical service representative (tsr) after receiving a 2240 (air in line) alarm during drain 3 of 4. The hp had disconnected from the homechoice device, went back to the device and reconnected the patient line and the device alarmed. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm. The hp was advised to contact the nurse for follow up. At about 55 days, baxter became aware that the hp presented with abdominal pain and nausea and was diagnosed with peritonitis 12 days after the initial event. The hp's nurse identified multiple breaks in aseptic technique from this hp such as not wearing a mask and not washing hands. The patient has been retrained on proper procedure for therapy. The hp's nurse attributes the peritonitis to the poor aseptic technique. There was no cell count or culture taken. The hp was treated with vancomycin and diflucan from date of diagnosis for 15 days. (Dosage unknown). The hp recovered from this peritonitis episode about one week later. The nurse indicated that the hp was having some gastrointestinal problems during the first week in march but tested negative for peritonitis.

Manufacturer narrative:
The sample was discarded by the home patient.